Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that on (B)(6) 2008: the patient presented with preoperative diagnoses of: lumbar radiculopathy; l4-5 disc herniation; (B)(6) 2008: the patient underwent MRI of the lumbosacral spine without contrast. Impression: multilevel degenerative changes particularly at l3-4 there is a soft tissue extradural lesion noted extending inferiorly into the left lateral recess and compressing the thecal sac as well as the traversing left l4 nerve root. This lesion is hypointense on t2 and hyperintense on t1-weighted images and most likely represents an inferiorly extruded large disc fragment with probable hemorrhage in it. Similar signal also extends into the left posterolateral aspect of the l3-4 disc space which protrudes into the left neural foramina compressing the exiting left l3 nerve root also. Possibility of an extradural neoplastic process or even an infections process is less likely; multi-level other degenerative changes with multi-level neural foraminal compromise; suspicious t2 hyperintensity in the conus medullaris, this could be artifactual; multiple cysts in the bilateral kidneys. (B)(6) 2008: the patient underwent CT of the chest. Impression: emphysema with bibasilar scarring. (B)(6) 2008: the patient was discharged home. (B)(6) 2008: the patient underwent emg. Interpretation: there is electrodiagnostic evidence of bilateral lumbosacral polyradiculopathies with ongoing denervation involving the left l2-4 myotomes. This could be seen in lumbosacral spinal stenosis. (B)(6) 2009: the patient presented with the following preoperative diagnoses: status post lumbar laminectomy; lumbar radiculopathy; mechanical low back pain; sponylolisthesis at l3-4 with recurrent disc herniation; degenerative scoliosis symptomatic. The patient underwent the following procedures: bilateral l3-4 redo laminectomies for decompression and excision of left l3-4 disc, gill type procedure; l4-5, l5-s1, bilateral laminectomies and foramintomies; l3-4 discectomy and insertion of transforaminal lumbar interbody fusion cage with rhbmp-2/acs and autograft; reduction of spondylolisthesis and scoliotic deformity; segmental pedicle screw fixation at l1-s1 bilaterally; posterolateral arthrodesis at l1-s1 bilaterally using rhbmp-2/acs, autograft, and allograft; posterior interbody arthrodesis at l3-4 using autograft and rhbmp-2/acs. Per the op notes, they chose to place a lumbar interbody cage at the l3-4 level from the left side transforaminally, 12 x 30 mm. The cage was rotated anterolaterally so that it sat in place across the disc space and was clearly across the midline. The cage was filled with rhbmp-2/acs and autograft from the laminar fragments. The disc space was also filled with autograft material for fusion. Following instrumentation from l1-s1, decortication was performed from l1-s1 bilaterally. The remaining rhbmp-2/acs was combined with osteofil and autograft fragments which were laid in the posterolateral gutters along the level of the transverse processes bilaterally. No patient complications were noted. (B)(6) 2009: the patient underwent CT of the lumbar spine without contrast. Impression: normal post-surgical appearance with no abno rmalities. (B)(6) 2009: the patient underwent x-rays of the chest. Impression: bibasilar lung abnormalities likely represent either atelectasis or developing pneumonia. (B)(6) 2009: the patient was discharged home. (B)(6) 2012: the patient underwent MRI of the cervical spine and lumbar spine. Impression: multi-level degenerative changes of the cervical spine with significant interval progression at c5-6 with flattening of the cervical cord at this level; t2 hypointense soft tissue within the left c4-5 neural foramen, which may relate to abnormal thickening of the nerve root secondary to inflammation versus a fragmented disc or postsurgical granulation tissue; interval compression deformity of the inferior endplate of t12 with focal kyphosis and a posterior central disc extrusion, which causes moderate-severe compression of the descending thoracic cord; multi-level operative and degenerative changes of the lumbar spine. (B)(6) 2013: the patient presented with neck and left arm pain. Assessment: cervical postlaminectomy syndrome; cervical spinal stenosis; degenerative cervical disc; degenerative thoracic/thoracolumbar disc. (B)(6) 2013: the patient underwent CT of the cervical spine. Impression: chronic anterior wedge fractures with vertebral height loss of the c5 and c6 vertebral bodies. There is resulting retrolisthesis of the c5 vertebral body and resultant mild central canal stenosis at this level; extensive osteoarthritic degenerative disease of the cervical spine; no acute fracture or dislocation of the cervical spine. The patient underwent CT of the thorax. Impression: multiple subcentimeter pulmonary nodules are identified, these are similar and likely benign; chronic left lower lobe consolidation; presumed chronic atelectasis/scar in the right base; centrilobular emphysematous changes; there are cystic lesions identified in the partially visualized kidneys. The patient underwent MRI of the cervical spine. Impression: old anterior fractures of c5-6, there is focal reactive c5 marrow edema with intervertebral degenerative signal alteration at c5-6 consistent with degenerative changes; central spinal canal stenosis at the c3-4 to c6-7 levels inclusively which is moderate to severe at c3-4, mild at c4-5 and c6-7, ad moderate at c5-6. The patient underwent CT of the thoracic spine. I mpression: no evidence of acute fracture or significant central canal stenosis; extensive osteoarthritic degenerative disease of the thoracic spine. (B)(6) 2013: the patient presented with neck, pain, mid back pain, and limited range of motion of the cervical spine. The patient brought in imaging studies for review. Impressions: cervical MRI, demonstrates stenosis from c3-4 with spinal cord impingement; cervical CT, demonstrates an anterolisthesis of c3 on c4 and a retrolisthesis of c5 on c6, there was severe spondylosis from c4-7, there was loss of cervical lordosis with hyperkyphosis at c5-6; thoracic CT, demonstrated degenerative changes throughout, no fracture or canal stenosis. (B)(6) 2013: the patient presented with the following preoperative diagnoses: severe cervical kyphosis, resulting in chin on chest deformity; herniated disc c3-4 causing cervical myelopathy; cervical spondylosis with myelopathy c3-6. The patient underwent the following procedures: anterior cervical discectomy and fusion c3-4, c4-5, c5-6; anterior cervical osteotomy of c5 and c6 to correct severe cervical kyphosis; use of anterior biomechanical device c3-4, c4-5, c5-6; anterior instrumentation c3-6 using an anterior plate; use of local autograft; use of fluoroscopy; use of microscope. No patient complications were noted. (B)(6) 2014: the patient presented with neck and thoracic back pain. Assessment: cervical spondylosis with myelopathy; cervical, pos tlaminectomy syndrome; degenerative thoracic/thoracolumbar disc; pseudoarthrosis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.